Manufacturer narrative:
Upon receiving the pump. The distributor performed a history review and system check. Cartridge errors were confirmed, in pump history. Troubleshooting was performed. An pump performed as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.